Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for low out of range pacing impedances measuring below 200 ohms on the right ventricular (rv) lead channel as well as low intrinsic amplitude. No adverse patient effects were reported. This system remains in service.